Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. Before that the customer reported that they were trying to load on a cartridge and accidentally exited out of the load and could not resume insulin delivery. The customers blood glucose (bg) levels were 340 mg/dl. The customer took a correction bolus to address high bgs. The customer loaded a new cartridge successfully.

Manufacturer narrative:
(B)(4). Removed malfunction and selected serious injury.